Event description:
It was reported that this implantable cardioverter-defibrillator (ICD) was part of a system revision due to infection. There was no additional adverse patient effects were reported. This ICD was explanted.